Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
Thecustomer reported that he was unable to screw the implant in deeply enough. After 1.5¿2 mm, increased force of 35¿40 ncm was required. The implant was removed and a new one was placed without any problems.